Event description:
The information provided by the hospital indicates: - date of the event: (B)(6) 2024. - patient information: (B)(6). - event description: "during the implantation of the cephalic screw, when removing it from the screwdriver, the wings detached from the screw and kept around the screwdriver". On august 20, 2024, orthofix received the following additional information: - batch number of the device: b3386268 - surgeon name: (B)(6) - date of the surgery: (B)(6) 2024 - site of application: rigth proximal femur. - type of surgery: fracture treatment. - patient information: female, (B)(6). - event description: "during the implantation of the cephalic screw, when removing it from the screwdriver, the wings detached from the screw and kept around the screwdriver". - the problem occurred did not have any adverse effects on patient. - the surgery was completed with the device. - the device failure caused a delay of the surgical time (20 minutes delay). - an additional surgery was not required. - a medical intervention (outpatient clinic) was not required. - copy of the x-ray images is not available. - product is not available for return (in use by patient). - patient current health condition: no issues. On august 22, 2024, orthofix received the following additional information from the local rep: "the instrumentation used in that surgery has been checked together with the surgeon involved. No anomalies were found". Manufacturer ref: (B)(4).

Manufacturer narrative:
Analysis of historical records: orthofix checked the internal records related to the controls made on the device code 99-t93705 lot b3386268 before the market release. No anomalies have been found. The original lot, manufactured in 2023, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix historical records, no other notifications have been received from this specific device lot. Technical evaluation: the device concerned is currently in use by patient, while the instrumentation used was not returned to orthofix as already checked by the sales rep and found functioning as expected. It was therefore not possible to perform any technical analysis. Conclusion: it was not possible to perform any technical analysis as the device concerned is currently in use by patient, while the instrumentation used was not returned to orthofix as already checked by the sales rep and found functioning as expected. A medical evaluation of the event was not performed as no information about the medical procedure, diagnosis and x-rays have been made available. The information received indicates that the surgery was completed without consequences, apart form 20 minutes delay of the surgical time. Based on the information made available on the event, it was not possible to determine the root cause of the problem that occurred. In case further information and/or the device used are provided, orthofix will re-open the investigation on the case. Orthofix continues monitoring the devices on the market.

Manufacturer narrative:
Analysis of historical records: the device involved in this event has not yet been received by orthofix. Unfortunately also the lot number has not been made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation: the device involved in this event, and/or the detached parts, has not yet been received by orthofix. The technical evaluation will be performed as soon as the device becomes available. As soon as the further information and/or the results of the technical investigation are available, orthofix srl will provide a follow up report. Orthofix continues monitoring the devices on the market.

Event description:
The information provided by the hospital indicates: date of the event: july 8, 2024. Patient information: (B)(6) years. Event description: "during the implantation of the cephalic screw, when removing it from the screwdriver, the wings detached from the screw and kept around the screwdriver". Manufacturer ref: (B)(4).